Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-88 lead, (B)(6) 2011; 6947-65 lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there may be premature battery depletion. The battery did not last as long as it was expected. The device was removed and replaced. No patient complications have been reported as a result of this event.